Manufacturer narrative:
The device was received with the cannula assembly deployed. No issues were found with the needle mechanism that would result in the needle deploying early. Although no issues were observed with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported event of the needle deploying early could not be determined. The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached above 300 mg/dl. While wearing the pod between 24 and 36 hours, it was discovered that upon initial activation the needle had deployed early. No treatment was provided.